Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, the balloon ruptured at 20 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with a 4.0-20 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of a coyote nc balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 7mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 3.0mmx20mmx143cm nc quantum apex&#10242;a baloon catheter was advanced for dilatation. However, the balloon ruptured at 20 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with a 4.0-20 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.